Manufacturer narrative:
The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The sharp drop in battery voltage was caused by a high volume of hv charges due to noise on the ventricular channel. The cause of the noise could not be determined.

Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.